Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing inaccurate high issues with her one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issues with the subject meter began on (B)(6) 2012, at 8 am. The patient obtained glucose results of "190 and 220 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. She also obtained glucose results of "240 mg/dl" on the subject meter and "190 mg/dl" on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. She stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue she denied making any changes to her usual diabetes management routine. The patient claimed 2 hours after the alleged issue started she felt shaky, fainting and a slow heart beat. She denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. The patient's meter and test strips have been returned to lfs product analysis on (B)(4) 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, possibly administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter was tested and no faults were found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's meter and test strips have been returned to lfs product analysis on february 2, 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. The 510(k) # is k061118.